Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information pertaining to the suspect device was requested but not received.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2019 and an additional lead was placed. Postoperatively, the patient is reportedly receiving effective therapy. The ipg was also replaced during the same procedure (reference MFR report: 3006705815-2019-01267).